Manufacturer narrative:
Email: (B)(6). Unique identifier (UDI) #: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the physician deployed a mynxgrip vascular closure device (vcd) and during the removal process of the tamping stick (advancer tube), the sealant was still on the tamper (advancer tube). The physician followed the IFU steps, tamped for 90 seconds, then laid the device down for 30 seconds. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. The patient was reported to have recovered. The vcd was being used in conjunction with a 6f procedural sheath for arterial closure following a diagnostic coronary procedure. The vcd will be returned for analysis.

Manufacturer narrative:
It was reported that the physician deployed a mynxgrip vascular closure device (vcd) and during the removal process of the tamping stick (advancer tube), the sealant was still on the tamper (advancer tube). The physician followed the instructions for use (IFU) steps, tamped for 90 seconds, then laid the device down for 30 seconds. The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. The patient was reported to have recovered. The vcd was being used in conjunction with a 6f procedural sheath for arterial closure following a diagnostic coronary procedure. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The device was received with the green shuttle engaged to the black handle. The sealant sleeve was observed pulled back against the green shuttle as received. The sealant and the advancer tube were not returned for evaluation. No obvious visual damages were observed on the catheter. The condition of the returned device indicates a complete deployment of the sealant. Without the return of the advancer tube and the sealant, a complete functional testing on the returned device to determine if any damages to the advancer tube and/or the sealant may have contributed to the reported event could not be performed. A review of the manufacturing documentation associated with lot f1710701 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Without the return of the whole device for a physical evaluation, the reported event that the sealant was still on the tamper (advancer tube) during the removal process of the tamping stick (advancer tube) could not be confirmed, and the root cause of the reported event could not be conclusively determined. No anomalies were observed on the returned device. According to the product instructions for use, users are instructed that while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.